Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of a physician that the c2602 cusa excel 36khz straight handpiece showed failure in the vibration system; it did not pass in the vibration test and it showed an alarm on the panel on (B)(6) 2018. It was reported that there was contact with the patient. There was no patient injury reported but revision/medical intervention was required; they failed to remove the tumor. Surgery delay was more or less two hours. Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation. The device history record documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. No root cause was determined.

Event description:
N/a